Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 569 mg/dl. Customer believes that the elevated bg was caused by the pump time being inaccurate by 50 minutes; cause was unknown. Customer was admitted to the hospital for feeling sick and vomiting. Contact was given intravenous fluids at the hospital to address the elevated bg. Tandem technical support assisted the customer in correcting the time and date on the pump, and the customer resumed insulin delivery.